Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: complaint no: (B)(4), compact no.: 189179, part mfg. Date: 4-09-2015, part exp. Date: n/a (for s part numbers), DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.5mm drill bit with quick coupling parts were processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the 2.5mm drill blank device history record revealed this lot met all specifications with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Comments: the complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a quick coupling drill bit broke during an open reduction and internal fixation (orif) of the pelvis. A piece of the drill bit was left in the patient and an xray was performed to determine location of the drill bit. There was a 5 minute delay in surgery. The patient's outcome is good. This report is 1 of 1 for (B)(4).